Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Investigation was reviewed and the investigation codes were updated to reflect the investigation outcome more clearly.